Manufacturer narrative:
The sheath, 4fc12 with lot number 0009961476, was returned and analyzed. Visual inspection of the sheath showed the product was twisted at approximately two inches from the tip. Also, the hemostasis valve cap and hub were detached. The sheath failed the returned product inspection due to the shaft kink/twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.